Event description:
During service by baxter, the colleague infusion pump had the stop key on pumphead module keypad to be inoperable. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.no additional information was available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).the pump has been returned and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.